Event description:
A driver rx coronary stent system of unk size was used to treat a lesion in pt's mid rca. The vessel was non-tortuous and non-calcified and the lesion was 80% stenosed. Communications from the account confirmed that the device was inspected prior to use with no issues noted. Negative prep was performed on the device prior to insertion into the pt, with no abnormalities noted. The lesion was not pre-dilated. It is reported that, when the balloon of the stent was inflated for the first time, the dial of the inflation device was seen going to zero as if the balloon had ruptured. It is also reported that the balloon could not be deflated for 2 minutes and the pt experienced pain. Communications from the account indicate that the delivery balloon was deflated by using saline solution instead of contrast. The chronological sequence of these events has not been confirmed. On inspection of the device, post retrieval from the pt, it is reported that a very tiny hole was noticed in the balloon of the stent. The pt was fine post procedure and no clinical sequelae have been reported. Neither the device nor the cd images of the procedure were provided for evaluation. As the balloon was deflated using saline. It is possible that the ratio of saline to contrast used in the initial inflation solution was such that the solution viscosity impacted on the reported inflation/deflation difficulties. The root cause of the event is undetermined.

Manufacturer narrative:
(B)(4). Results: device not returned.